Manufacturer narrative:
The system was evaluated at the site. The reported issue could not be duplicated. The medtronic personnel trained the surgeon and covered a procedure. There have been no additional issues or anomalies with the system.

Event description:
A site representative reported that the surgeon was inaccurate during a cranial case using the mach cranial application. The surgeon discontinued use of the system and rescheduled the procedure. There was no impact to the patient.